Event description:
A nurse reported that the equipment displayed a system message pertaining to an unresponsive footswitch and froze during a cataract with iol (intraocular lens) implant procedure. The equipment was exchanged and the case was able to be completed following a 15 minute delay. There was no harm to the patient.

Manufacturer narrative:
The company representative examined the system and replaced the footswitch interface pcb (printed circuit board). Preventive maintenance was performed. The system was then tested and met product specifications. The root cause has not been determined. (B)(4).